Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as an increase in energy consumption was observed, even when the patient is not-pacemaker dependent. Consequently, the physician made the decision to explant the device. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the abnormal energy consumption observation. A new device was not implanted during the procedure, but the patient was referred to another hospital in order to determine if a new pacemaker is required and implant it, if necessary. No additional adverse patient effects were reported. The product is not expected to return for analysis as, according to the information provided from the field, it could not be located in the hospital. Additional information was received. The hospital accidentally discarded the device, so it is not available for return and analysis.